Event description:
The patient had a primary knee surgery on (B)(6) 2023. On (B)(6) 2023, the patient had an infection and the pathogen is unknown (B)(4). The surgeon performed a washout and revised the insert. The surgery was completed successfully. On (B)(6) 2025, the patient had an infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully.)

Manufacturer narrative:
Batch reviews performed on 13 february 2025: lot 2216959: (B)(4) items manufactured and released on 11-nov-2022. Expiration date: 2027-nov-01. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional items involved in the event, batch reviews performed on 13 february 2025: gmk-sphere 02.12.e0510fr tibial insert fixed sphere flex size 5/10 mm r e-cross (k202022) lot. 2243411. Lot 2243411: (B)(4) items manufactured and released on 12-jan-2023. Expiration date: 2027-dec-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Gmk-sphere 02.12.0006r femoral component sphere cemented size 6 r (k121416) lot. 2219117 lot 2219117: (B)(4) items manufactured and released on 24-oct-2022. Expiration date: 2027-oct-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.